Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there appeared to be noise on stored atrial high rate episodes. These episodes occurred roughly at the same time and two days in a row. The patient reported that she "could feel something", and did not recall being outside her home. It was noted that the patient is 100% paced in the atrium; lead impedances and thresholds are steady and normal, and no oversensing or noise was observed during the office check. The lead remains in use. No patient complications have been reported as a result of this event.